Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on the radius side assessed as surgical damage. ¿ valve leak and/or damage: observed partial delamination on the diaphram flange disk assessed as adhesive failure. Additional observations: ¿ observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional later reported "hole, non-specific", "hole in valve", and "leak noted at valve". Device has been explanted and replaced.

Event description:
Deflation has been explanted and replaced.